Event description:
It was reported that during the post-operative check it was discovered that the right ventricular (rv) lead had dislodged and was not capturing at high outputs. The lead was successfully repositioned. No additional adverse patient effects were reported.